Manufacturer narrative:
Mml reference # :(B)(4). Other device explanted. Model: 8145. Description: percutaneous stimulation leads. Serial numbers: (B)(6). UDI#:(B)(4).

Event description:
It was reported that the patient benefited from the therapy, and the device performed as intended. However, the implantable pulse generator (ipg) was sticking out and causing pain, so the patient decided to have the device removed. The device was removed without any complications. It was reported that the device was discarded at the hospital. Therefore, no device analysis can be performed. The device history record was reviewed. No relevant nonconformances were found.